Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specifications. No anomalies found.

Event description:
It was reported that the implantable pacing lead (ipl) showed no capture and high impedance during implant. No visible anomalies were observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.